Event description:
Received report that IV tubing in use on a picu pt was noted to have a crack in the female connection. When the cracked/leaking tubing was identified, it was removed from service and replaced with another tubing. The event occurred over a weekend and no pt or event info was saved or reported. The extension set was attached to a b braun filter and it was reported by the customer that this set up is typically used for medication delivery via the syringe module. Syringe size is unk.

Manufacturer narrative:
(B)(4). The customer's report of a cracked and leaking female luer was confirmed. A 0.5785 inch crack was noted on the famale luer. The female luer was sent to the mfg site, the supplier and an independent lab for analysis. The root cause of the crack was not identified.